Manufacturer narrative:
The front bearing of the head cartridge was damaged. There were no manufacturer defects identified.

Event description:
Device was returned to manufacturer due to becoming hot during operation.